Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer specifications found the material must comply with specifications. According to the report, none of the broken pieces remains inside of the patient. Based on the limited information provided the root cause for the breakage could not be concluded. A backup device was used to complete the procedure. Since, there was no reported harm to the patient, no further clinical/medical assessment is warranted at this time. A visual inspection of the returned device found that it was returned outside if its original packaging. There were three screws in the package, each separated from the others. All have the same part number and lot. All three screws were fractured and had debris in the threads. Based on the condition of the product material found during visual inspection additional material testing is not required. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an arthroscopy, a screw biosure regenesorb 8mm x 30mm broke while being screwed in. All pieces were recovered. No significant delay and a back up was available to complete the procedure. No other complications were reported.